Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) as the lead was found to be fractured. The lead remains in service. No adverse patient effects reported.